Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medica product: 5086mri, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that on x-ray it was noted that the right ventricular (rv) lead had retracted slightly, resulting in increased threshold and decreased impedance. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.